Manufacturer narrative:
The pump passed all functional testing, including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No off no power without low battery anomaly, loose drive support cap anomaly, unexpected excessive no delivery alarms, auto off or displacement anomalies or motor error alarms were noted during testing. The motor passed the motor test. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed off no power without prior low battery alarm and the insulin pump alarmed a motor error as well. The customer's blood glucose was unknown at the time of incident. Troubleshooting was done. The customer does not recall any significant events leading to the alarm. The customer stated that they were able to rewind the insulin pump. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.